Event description:
Revision surgery - while performing an rsp, the surgeon was unable to seat the 36-4 glenosphere onto the baseplate. The surgeon tried multiple times and confirmed that all screw heads were down. They burned the perimeter to ensure bone was not impinging.